Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incidents. A visual inspection was performed on the product and it was noted that the device was received pressurized. The foot switch, battery charger and battery were included. The included battery was dead. A functional evaluation revealed that the device failed the weight test. The piston migration was at 2.83 inches. The device had delayed pressurization. The dumbbell joint was stiff in it¿s operation. The dumbbell joint was disassembled and revealed a damaged pressure ring. The reported complaint of ¿moving on it¿s own¿ was confirmed and the root cause has been associated with a seal failure. The reported failure of ¿very loud¿ was confirmed with the delayed pressurization and the root cause has been associated with a mechanical problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event of "loud" include a seal failure or depletion of hydraulic fluid over time. The reported failure of ¿stiff joints¿ was confirmed and the root cause is associated with a maintenance problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event of ¿stiff joints¿ include contamination and debris entering the mechanical joints of the device damaging the pressure rings or pressure cups or leaving the device pressurized for storage. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded that each reported failure was a repeat issue. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider 2 tenet had stiff joints, was very loud and sometimes moved on its own. The malfunction happened during procedure. No patient harm or delays have been reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.